Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/08/2015 with the following findings: the complaint could not be duplicated or confirmed during investigation. Review of the pump¿s black box revealed the pump was manually suspended on (B)(6) 2015 at 11:31 and manually resumed at 12:58. A rebooting event occurring on 08/14/2015; deliveries resumed on (B)(6) 2015 at 12:15. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.

Event description:
On 08/15/2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was above 600 mg/dl with extreme drowsiness, blurred vision, extreme thirst (polydipsia), nausea, symptoms of dehydration, and confusion. It was reported that the patient was hospitalized and treated with insulin via injection, intravenous fluids, and food and drink. It was reported the patient discontinued pump therapy and the pump's setting were not altered recently. It was reported during troubleshoot that the basal history matches the active basal program settings; the basal delivery totals in the total daily dose history do not match the active basal program total without a known cause for variation. This complaint is being reported because the reported serious injury was attributed to an inaccurate delivery issue of unknown cause.